Manufacturer narrative:
Analysis determined the pump reached end of service (eos) based on time progression, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. At present, the cause of the repeated motor stalls remained unknown. Troubleshooting performed consisted of only the logs having been downloaded. At present the intermittent motor stalls have resolved but the pump is due to be replaced due to end of service (eos). A pump replacement surgery was scheduled to occur (B)(6) 2025. The pump remains still in use but will be explanted as planned if the patient is fit for surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient receiving intrathecal baclofen 3000 mcg/ml at 810.2 mcg/day via an implantable pump. It was reported that they had a patient with a 40 ml synchromed ii pump (serial number provided). On (B)(6) 2025, the patient heard the non-critical alarm, which she was aware might occur as the pump was nearly at end of service (eos). However, the patient then also heard the critical alarm on (B)(6) 2025 for a short period. The hcp downloaded the logs today (B)(6) 2025 and attached the report. It was stated that the non-critical alarm did sound on (B)(6) 2025 and eos was (B)(6) 2025. However, there were also logs of motor stall and then recovery on the following days: on (B)(6) 2024 at 09:28 pump motor stall occurred and recovered at 09:35. On (B)(6) 2024 at 10:35 pump motor stall occurred and recovered at 11:28. On (B)(6) 2025 at 16:05 pump motor stalled and recovered at 16:18. On (B)(6) 2025 at 10:30 pump motor stall occurred and recovered at 11:25. On (B)(6) 2025 at 17:54 pump motor stalled and recovered at 18:19. It was stated that the patient did not have any magnetic resonance imaging (MRI) scans and the patient did not hear the critical alarm on these occasions, so the hcp never checked the logs. The hcp was wondering what caused this. The patient had not experienced any symptoms of withdrawal yet, but they worried that if it didn't recover, she would. The hcp asked the neurosurgeons to bring forward her replacement surgery. The hcp was wondering if this was because the pump was old and needed to be replaced or if it was a known problem with this batch. According to the logs, code 529 [the pump motor has stalled and recovered. This can be caused by an MRI scan] was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the device was explanted on (B)(6) 2025. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that it was requested that the hcp return the pump once explanted. The rep was in possession of the pump and would return it.